Event description:
It was reported that there was a revision with cup, modular head and mdm liners were placed on (B)(6) 2014.

Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as an unknown cup. Additional devices noted in this report include an unknown head, unknown mdm metal liner and an unknown adm poly liner. Based upon the minimal information provided, it cannot be determined which, if any of these devices, may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in the supplemental report upon completion of the investigation.